Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called to report that the insulin pump alarmed no delivery during set change. Customer's blood glucose reading was 286 mg/dl. Troubleshooting was done. Customer reports the alarm was resolved by a complete set change. Product is being returned and replaced.